Event description:
The patient underwent a successful stenting procedure for two paraclinoid aneurysms. The patient was discharged without complication the next day. Upon follow-up approximately one month later the patient complained of leg pain to her general physician. It was determined the patient had a deep vein thrombosis (dvt). The patient was treated with heparin and bridged coumadin by mouth and discharged three days later with the symptoms subsided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not returned for analysis as it remains implanted. There is no indication from the investigation or information provided that the report event was related to device malfunction, nonconformance or misuse. The reported event of thrombosis is noted within the directions for use as a potential complication associated with such procedures. Therefore, it was determined that the most probable cause was an anticipated procedural complication.

Event description:
The patient underwent a successful stenting procedure for two paraclinoid aneurysms. The patient was discharged without complication the next day. Upon follow-up approximately one month later, the patient complained of leg pain to her general physician. It was determined the patient had a deep vein thrombosis (dvt). The patient was treated with heparin and bridged coumadin by mouth and discharged three days later with the symptoms subsided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.